Event description:
This supplemental report is being filed to provide additional information that the product has been explanted. There were no additional adverse patient effects. It was reported that the patient heard beeping from the device. Technical services advised it may be at replacement time. The device has been implanted greater than six years. The device had been programmed off previously and the patient was wondering if the device could turn therapy back on. Technical services advised it can after it reaches end-of-life. Technical services advised the patient to contact the clinic. There were no adverse patient effects.

Event description:
It was reported that the patient heard beeping from the device. Technical services advised it may be at replacement time. The device has been implanted greater than six years. The device had been programmed off previously and the patient was wondering if the device could turn therapy back on. Technical services advised it can after it reaches end-of-life. Technical services advised the patient to contact the clinic. There were no adverse patient effects.